Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and the cage broke. The plate and cage were removed and replaced with alternates to complete the case with no reported patient harm. This is report two of two for this event.

Manufacturer narrative:
Roi-c long anchoring plate, part: mc1006t, lot: 737178, qty: 1. The complaint is unrefuted for one (1) out of one (1) roi-c anchoring plate (part number mc1006t) for the reported failure of deformation during plate insertion. The severity of this event is 0 ((B)(4)). The device was likely conforming when it left zimmer biomet's control. No action is recommended. DHR review and related actions: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use and compatibility: this devices are used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Corrective/preventive action: no corrective or preventive actions are recommended at this time.

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and the cage broke. The plate and cage were removed and replaced with alternates to complete the case with no reported patient harm. This is report two of two for this event.